Manufacturer narrative:
Abbott field service (fs) investigated the issue on site. The analyzer was inspected, and various diagnostic checks of the system, parts replacement and cleaning were performed. The sample probe was replaced which was determined to be the likely cause. There have been no further reports of discrepant results since the part was replaced. A review of the architect sn# (B)(6) service history was not able to identify or confirm any additional likely causes. A review of historical data revealed no trends, systemic issues, or related nonconformances. A review of the clinical chemistry systems revealed found no systemic issues or trends for the issue associated with this ticket (erratic/discrepant results). Manufacturing documentation for the likely cause did not identify any issues associated with the complaint issue. A review of labelling adequately addresses sample results observed problems for erratic / discrepant results. Based on the investigation no systemic issue or product deficiency was identified for the architect c16000 analyzer. Section g1 updated contact information.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer reported a falsely elevated potassium result generated on the architect c16000 analyzer on a patient. Results provided: (B)(6) 2021 sid (B)(6) = 6.61 / 4.83 mmol/l (normal range: 3.5-5.1 mmol/l). No impact to patient management was reported.